Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j employee. The customer reported that 393.10, universal chuck with t-handle was unusable. The repair technician reported that device fails cosmetic test, device operation was not smooth and non-binding through entire range of operation, t-handle is bend and the top shows sign of several abuse, that damage prevents the t-handle from being disassembled from the ring cover. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the set was returned and the item was unusable. The rep was not aware that there was anything wrong with the item and nobody at the hospital informed the rep that there was something wrong with the item. The event was unknown. There was no patient involvement. This report involves one (1) universal chuck with t-handle. This is report 1 of 1 for (B)(4).